Event description:
"Caller alleged discrepant results compared with the hospital poc meter and lab. Results as follows:" date: (B) (6) 2010, inratio: 2.4, hospital poc meter: 3.1. Date: (B) (6) 2010, inratio: 2.5, lab: 3.3. Noticed erratic readings the last couple of months. Readings would range from 4.6 to 1.7 in a couple of days. Had meter about 2 years. Checks code when testing. Not on lovenox or heparin. No antibiotics. No liver or kidney disease. No autoimmune disease. No cancer or anemia. No hyper/hypo thyroidism. No change in medication or diet.

Manufacturer narrative:
No corrective action required at this time; no incident report required. Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B) (6) 2010, inratio: 2.4 inr, reference: 3.1 inr, mean: 2.75, confidence limits: 1.7-3.8. Date: (B) (6) 2010, inratio: 2.5 inr, reference: 3.3 inr, mean: 2.90, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Both inratio and reference values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Investigation pending on customer returns.